Event description:
Had coils inserted (B)(6) 2005 in (B)(6). Was told they were made from surgical stainless steel and from the start had problems - dizziness, cramping abdominal pain. Symptoms progressed as time passed. Massive weight gain and I was usually average weight (B)(6) lbs for being (B)(6). I was never given the serial number card that was supposed to be given to me either. In 2012 I moved to (B)(6) and found a gynecologist and found out they were made of nickel and found out I had a serious uterine infection thanks to a dr who understood and knew about the cons of essure. Plus pcos among other things like being pre menopausal at (B)(6). Was given the opportunity to get a hysterectomy in (B)(6) til (B)(6) was taken from me so still living with these (B)(6) things in me and it sucks. Joined the essure problems on facebook for support and what other women were going through only to see that I was not the only one dealing with these issues. Seen women getting their x-rays and decided to get mine. And imagine to my surprise that the coils that are supposed to be in my fallopian tubes were not, one is in dead center of my uterus and the other is just somewhere. Once I get my medical I plan on getting another xray because those x-rays were from (B)(6) 2012 so who knows were they are located now and I'm tired of living in pain and not being able to be myself. Its a bunch of (B)(6) and it has taken over my life. I am tired of (B)(6) and want these (B)(6) out of me.